Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the small battery drive device was spontaneously turning on and off. It was reported that there was no delay in the procedure due to the event. It was not reported if a spare device was available for use. It was reported that the procedure had to be completed only with kirschner wire. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the small battery drive device had a sticky trigger and the electronic control unit was damaged ¿ will not run. It was further determined that the device failed pretest for check for sticky triggers, check the function of the device, and check power with the power test bench. Therefore, the reported condition that the device was spontaneously turning on and off was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear.